Manufacturer narrative:
(B)(4). Any additional information that is provided by the customer will be included in a follow-up report. (B)(4). Results of investigation: carefusion's failure analysis (fa) lab received the suspect device. The suspect device was visually inspected and installed in a known good vela. The device was powered in service mode and the event log was downloaded. The device operating properly during testing, no failures were detected, and the customer's reported issue could not be duplicated.

Event description:
The customer reported that the vela ventilator was displaying vent inop during start-up. The customer reported no patient involvement or allegation of patient harm.